Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from oekg, there was the possibility that these phenomena were attributed to the followings. - the endoscopic image was not displayed; it might be attributed to the failure of the camera cable due the unexpected stress being applied to the camera cable by the user handling. - the error e311; because the endoscopic image was not displayed, the white balance could not be set consequently e311 might occur. Olympus stated the appropriate handling of otv-s7proh-hd-12e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-12e.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the camera cable, also the error e311 which indicated the white balance had not been set occurred. The camera cable was moved, the endoscopic image disappeared. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure the endoscopic image was not displayed and the stripes were displayed. Then the image was displayed correctly, the procedure was completed with the subject device. There was no report of patient injury associated with the event.